Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 22-may-2012 from a physician regarding a (B)(6) year old female patient, initials unknown, with gonarthrosis. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, weekly into both the knees. The lot number of synvisc was not provided. On (B)(6) 2012, the patient developed arthritis. The event was serious due to hospitalization. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was not yet recovered. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.